Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported low blood glucose symptoms with result over 6 mmol/l obtained on the aviva system. Ambulance was called, and customer tested 4 mmol/l on professional device within 10 minutes of result obtained from aviva system. Customer was treated with 2 injections of hypostop and low blood glucose symptoms improved. Requested return of suspect device.

Event description:
The customer received a blood glucose reading of 166 mg/dl from his contour and a reading of 392 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product replaced. Customer has no strips left to return for evaluation.